Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to and after the surgery date. Latest preventive maintenance performed and device met specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows sixteen successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about two minutes and forty-six seconds before the start of the treatment and not immediately before the treatment. The logfile shows the total treatment duration was around two minutes and twenty-three seconds. The surgeon lost vacuum one once and vacuum two three times during the docking process/before the treatment. Suction ring and patient interface was docked four times on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. Clinical review has been also performed and shows that there is excessive amount of liquid on the cornea, docking and centration are quite poor. The root cause could not be determined conclusively, however there is no indication of a device malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical application specialist reported that the vertical gas break though occurred in the right eye of a patient, during lasik surgery. The surgeon opted to perform photorefractive keratectomy on right eye of the patient. The flap in the left eye was created without any issues.